Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During a coronary angiogram procedure, there was leaking noted while using an engage introducer. The physician stated that it does not happen with every introducer but estimates about every 1 in 5-8 cases there is leaking noted. It was confirmed that no leaking was noted prior to catheter use. The procedure was completed with no adverse patient consequences. There have been additional complaints about engage 6f introducers leaking during cases. The leaking has not occurred with every introducer used; however, 3 cardiologists have experienced this issue. Leaking occurred with 4 introducers used last week. It is unknown if the issue is with this specific lot or not. The last 4 unopened introducers with lot number 8846300 were obtained to returned for investigation. All procedures were completed with no adverse patient consequences by exchanging the introducer.